Event description:
The article, "timing of percutaneous coronary intervention in patients undergoing transcatheter aortic valve implantation: a retrospective propensity-matched survival and safety analysis", was reviewed. This research article is a retrospective single center experience to evaluate the outcomes of patients undergoing percutaneous coronary intervention (pci) either prior to (pre-transcatheter aortic valve intervention (tavi)) or simultaneous with (simultaneous pci-tavi) transfemoral tavi. The devices included in this study were navitor/portico, accurate neo2, evolut r, and evolut pro. The article concluded that in patients undergoing transfemoral tavi with concomitant coronary artery disease (cad), a strategy of simultaneous pci-tavi was associated with improved survival and a lower incidence of bleeding, vascular complications, and transfusion needs compared to pre-tavi pci. [The primary and corresponding author was vlasis ninios, cardiology department, interbalkan medical center, thessaloniki, greece, with corresponding email: vninios@gmail.com.]. This study included patients with severe symptomatic aortic stenosis and significant cad who underwent transfemoral tavi between january 2019 and december 2024. A total of 212 patients were included in the study, of which 26.4$ (56) received an abbott device. The average age of the pre-tavi pci group was 83.9 years. The average age of the simultaneous pci-tavi group was 79.1 years. The majority gender was male. Comorbidities included hypertension, diabetes mellitus, dyslipidemia, peripheral artery disease, chronic obstructive pulmonary disease, previous myocardial infarction, pci, coronary artery bypass graft (CABG), stroke, transient ischemic attack (tia), and atrial fibrillation.

Manufacturer narrative:
Summarized patient outcomes/complications of navitor valve were reported in a research article in a subject population with multiple co-morbidities including hypertension, diabetes mellitus, dyslipidemia, peripheral artery disease, chronic obstructive pulmonary disease, previous myocardial infarction, pci, coronary artery bypass graft (CABG), stroke, transient ischemic attack (tia), and atrial fibrillation. Complications reported included stroke, myocardial infarction, bleeding, unexpected medical intervention (transfusion), hospitalization/prolonged-hospitalization; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. Literature attachment: timing of percutaneous coronary intervention in patients undergoing transcatheter aortic valve implantation: a retrospective propensity-matched survival and safety analysis b3: event date was estimated d4: the UDI number is not known as the part and lot number were not provided.